Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd¿ insulin pen needle, was ¿through shield¿, before use. This created a sterile breach. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: one open 31g x 5mm pen needle sample was returned from lot. No. 7241615, cat. No. 325104. Visual examination was carried out on the returned sample and it a cannula through shield was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of the cannula through shield was incorrect loading of the shield to the hub at the shielding station. CAPA (B)(4) was opened to address this issue.